Event description:
In 1999 deep brain stimulator implanted to help control pt's right arm tremors. In 2002 pt reporting that their tremor control has decreased and they think it could be caused by the pt's frequent head motions. Electrode lead replaced.